Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during an arcr procedure the tip of 3 healix advance kntlss br cracked when they were being inserted into the bone hole. The surgeon newly drilled two holes and placed another implants and performed the rest of the surgery. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. Additional information provided by the affiliate reported that all fragments were removed from the patient and the device would not be returned for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary-the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6)2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).